Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle, adhesive around lenses, plastic distal end cover and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. For the foreign material in the nozzle malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified nor the type of material. For the foreign material in the bending section cover malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to physical damage at the place where the foreign material remained. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process information where no obvious deviation from the instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.